Event description:
Reportedly the pt had passed away in 2011, for an unk reason. During regular follow-up on (B)(6) 2011, a ventricular issue had occurred following some sensitivity tests performed in safer mode. For that reason, the emergency button was pressed to restore ventricular pacing. Note that the pt was in atrial fibrillation before the tests. An explantation concerning the pause reported was now requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.